Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon burst. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 2.50mm x 12mm from catheter was returned for analysis. A visual and tactile examination was performed but no issues were identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Bumper tip showed no signs of distal tip damage. Functional testing was performed wherein the device was attached to an encore inflation unit and the balloon was inflated successfully without issue. The encore device was verified before use by using the druck gauge, inflation was to the rate burst pressure (rbp) of 20 atmospheres (atm) as per instructions for use.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon burst. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 2.50mm x 12mm from catheter was returned for analysis. A visual and tactile examination was performed but no issues were identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Bumper tip showed no signs of distal tip damage. Functional testing was performed wherein the device was attached to an encore inflation unit and the balloon was inflated successfully without issue. The encore device was verified before use by using the druck gauge, inflation was to the rate burst pressure (rbp) of 20 atmospheres (atm) as per instructions for use.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon burst. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient condition was good.